Event description:
It was reported that there was battery compartment damaged. There was no patient involvement. During investigation, it was found that the uso seal was damaged.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. During testing it was found that the uso seal was buckling. This was repaired and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.